Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the recharger (unknown serial number) in this report may have caused or contributed to a death or serious injury. Therefore, the recharger (unknown serial number) did not and does not meet the reporting requirements. However, this event remains reportable for the allegations attributed to the 97745 controllers (sn# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown, ubd: , UDI#: ; product ID: 97745, serial/lot #: (B)(6) ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was that they flew out yesterday to colorado for a family reunion and the controller and recharger were in the carrying case, but somehow (and they didn't know how) the side of the controller was cracked, the controller wouldn't even power on, and the recharger cord had a gash in it. Patient said that their uncle thought that he could fix the recharger, however he couldn't and ended up throwing the recharger away. Patient confirmed that there was no physical damage to the battery pack. A replacement controller and recharger was sent out. No symptoms were reported.